Event description:
It was reported that the patient presented in clinic due to discomfort. The physician elected to explant and replace the pacemaker. The patient was in unknown condition.

Manufacturer narrative:
Correction: a4 and b5 for patient condition and patient weight.

Event description:
It was reported that the patient presented in clinic due to discomfort. The physician elected to explant and replace the pacemaker. There were no patient consequences.

Manufacturer narrative:
Product was explanted due to discomfort. As received, the device was returned and analyzed. Electrical, longevity, and visual analysis was normal with no anomalies found.